Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the adhesive part of the objective lens was peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at sorc. Sorc checked the subject device and found that the reported phenomenon was caused by deterioration or breakage of the adhesive (chemical stress/physical stress). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to complex stress of mechanical stress due to interference with endo-therapy accessories and chemical stress due to chemical solution, and so on. If additional information is received, this report will be supplemented.